Event description:
A malfunction alarm was reported by the customer. There was no adverse impact on the customer's blood glucose level. Technical support provided guidance on resetting the pump, which successfully resolved the issue as the malfunction code did not reoccur. The customer was advised to continue using the pump and to contact technical support if the malfunction recurred, which they understood and acknowledged.